Event description:
Ous MDR - it was reported that 3 days after the implantation oversensing was noted. No adverse patient side effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 19.5 cm distal to the is 1 connector pin. A proximal and a distal lead fragment were received. In between a 3 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragments. However the insulation was intact. Furthermore cuts in the insulation were observed which most likely occurred during the extraction procedure. The analysis of the available lead fragments did not reveal any further peculiarities which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.